Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, an automated peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set, specified as ¿tubing got detached¿ from the twist clamp. The line was clamped, and pd therapy was stopped. The following day the transfer set was changed, and the patient experienced abdominal pain and cloudy liquid. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with oral cefalexin (500 mg every 12 hours) for the event. At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available..

Manufacturer narrative:
The actual device was not available; however, one photograph of the sample was provided for evaluation. Visual inspection with the naked eye of the provided picture was performed and found a separation between the tubing and twist clamp. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.